Event description:
Vancomycin 750 mg add-vantage screwed with ns 250 ml add-vantage bag by pharmacy and sent to pt care unit. When ready to administer, nurse 'activated' the bag by removing the internal plunger to admix the saline with the antibiotic powder. After mixing the components, she noticed that the admixture was leaking. Upon further investigation, the add-vantage admixture was leaking from the top of the vial where you would pull up a tab for hanging on the IV pole. It was not leaking where the bag/vial are screwed together. The leaking bag was returned to pharmacy dept and a fresh admixture was prepared for the pt. Hospira customer service was contacted at (B)(6) to report the complaint. They are going to sent a return for the product. Reason for use: infection.